Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that no blood drawn back was found and the catheter was found broken after examination on (B)(6) 2019. No other information was provided.